Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving 500 mcg/ml gablofen at 115 mcg via an implantable pump for intractable spasticity. It was reported that the past several pump refills had higher than expected residual volumes. The patient also felt like they were not getting great relief of spasticity. It was unknown what environmental, external, or patient factors may have led or contributed to the issue. The hcp had attempted to perform a dye study in the clinic but was unable to aspirate the catheter. Surgery was performed to explore the catheter issue and a kink was found near the anchor site due to the acute angle where tunneled. The kink was able to be corrected at the lumbar site by revising the anchor/catheter angle. The pump was also replaced as part of the procedure. The issue was resolved and the patient was noted to be "alive - no injury". No further issues were reported or anticipated.